Event description:
It was reported that the pwd phoned requesting replacements for the cleo 90 infusion sets. Upon questioning, the pwd stated experiencing a line-blocked alarm the previous evening, which was resolved by replacing the infusion set. After removal, the cannula was observed to be bent. The next infusion set did not adhere properly; however, the subsequent insertion was successful. The pwd also stated being able to recover the infusion set with the bent cannula and will return it. There was patient involvement/ no harm reported.

Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.